Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the hospital for other reasons, it was noticed that the pocket appeared to be infected. The pocket was washed it out with antibiotic solution and then placed the same device back in. No lead changes. The patient was stable.